Event description:
A journal article was obtained on 22-jun-2026 that reported a retrospective study from china and conducted at tianjin hospital. The purpose of the study was to explore the clinical efficacy of a novel technique¿minimally invasive percutaneous plate osteosynthesis (mippo) combined with noncontact bridging plate for periprosthetic fracture (ncb.pp) for treating vancouver type b femoral periprosthetic fractures. The study reviewed 24 patients with vancouver type b femoral periprosthetic fractures who were admitted between october 2018 and january 2023. All participants underwent biological hip arthroplasty (all unknown implants): 14 underwent total hip replacement, 10 underwent hemi-arthroplasty. All patients were injured in falls. According to vancouver classification, 7, 14, and 3 patients were type b1, b2, and b3 fractures, respectively. All patients were treated with zimmer plate and screw fixation with locking cap and cerclage banding wire as necessary. The study population had a mean age of 74.82 years at time of surgery (range, 65-93 years); (14 males, 10 females). Patients were followed up at 2 weeks, 1 month, 3 months after surgery, and every 3 months thereafter, until 18 months. It was reported two patients experienced fracture nonhealing. No further treatment or intervention or was discussed in the article. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D6a: implant dates between 01-oct-2018 to 31-jan-2023. D10: unk ncb plate, #item unk, #lot, unk. Therapy date: unk. G2: report spruce foreign china. Report source literature: y.-x. Sun, k.-h. Zhang, j.-m. Zheng, w. Tian, z.-j. Liu, and j. Jia, ¿mippo combined with ncb.pp for treating vancouver type b femoral periprosthetic fractures,¿ orthopaedic surgery18, no. 1 (2026): 185¿193, https://doi.org/10.1111/os.70222. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.